Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device is failing the ground testing for electrical safety. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to remove any excess loctite from the oxygen inlet screws and retest. After further troubleshooting the customer informed that by cleaning the oxygen inlet screws, the v60 is now passing the electrical safety testing. The customer cleaned the oxygen inlet screws to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.